Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. Prior to procedure, noise was noted on the programmer link module due to electromagnetic interference. The physician disconnected the anesthesia electrocardiogram (ECG) and the noise decreased. During the capture threshold test during procedure, loss of capture was not indicated and an external ECG was needed for visualization. The implant procedure was completed successfully and the patient was in stable condition.